Event description:
A report was received that the patient was explanted due to an infection at the midline incision site. The physician treated the patient with intravenous antibiotics and believed the infection was procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.